Manufacturer narrative:
The event of lead revision due to lead migration was reported to abbott. The leads were repositioned. No new leads were implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04357. It was reported that the patient underwent lead revision due to lead migration on (B)(6) 2019. The patient had their leads repositioned and effective stimulation was established post op.